Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported leakage issue was not confirmed. The air/water channel was clogged with material lodged at the nozzle unit. Due to the wear of the angle wire, bending angle in the up direction did not meet the standard value. In addition, light guide lens crack, connecting tube scratch, universal cord scratch, suction-cylinder discoloration, and flexibility adjustment ring scratch were observed. The probable cause of the inspection results was due to incorrect reprocessing from the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a clogged channel occurred with the evis exera iii colonovideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, incorrect reprocessing was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the brush was broken while the a/w (air/water) valve was brushed and bristles entered in the a/w nozzle. Therefore, the nozzle was clogged. B) reprocessing while using non-lint free gauze caused the lint to enter into the a/w channel and clogged into the a/w nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function: inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t) check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.